Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the operation of a scaphoid reduction case on (B)(6) 2013, the drill bit broke. This occurred while using the 2.0 cannulated drill bit over the 1.1 k-wire. There were drill bit fragments left on the patient. It took the surgeon an hour additionally to remove the fragments and completed the surgery. A small fragment of the broken drill bit remained in the patient. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This drill bit was manufactured in october 2008. It is unknown how many times the drill bit was used before the breakage and the condition of drill bits cutting edges is unknown. The microscopic view of the broken surfaces does not show any anomalies of materials structure, what indicates material conformity as well. Considering all relevant findings it is possible that the drill bit broke due to a mechanical overloading situation while on use or exposed to extended lateral stress and/or got in contact with other metallic parts. Neither a product nor a material related condition was found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.